Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01, ipg, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had low impedance. The physician attempted to replace the lead; however, a lead could not be placed due to the patient's superior vena cava (svc) adhesions. The ra lead was reprogrammed to unipolar and remains in use. No patient complications have been reported as a result of this event.